Manufacturer narrative:
The device's ac inlet connector has not been replaced, awaiting customer approval.

Event description:
A ventilator was returned to the manufacturer for service. Although the patient was reportedly sent to the hospital, it was determined the ventilator was not the cause of the event. The ventilator was evaluated by the manufacturer and was found to operate and alarm as designed. The device's ac inlet connector was broken due to physical damage.